Event description:
Customer reported a broken belt clip. The customer's blood glucose was 49 mg/dl. The customer treated their low blood glucose with juice. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.